Event description:
The smartablate irrigation tubing was cloudy, and the staff could not see bubbles in the tubing. Two different lots of tubing were used and both were replaced without impacting the patient. Manufacturer response for irrigation tubing, smartablate irrigation tubing (per site reporter). Clinical site works directly with the mfg for returns and notification of the event.